Event description:
It was reported that the vns patient passed away after being in the ICU on life support. The patient's family opted to cease life support. Attempts to obtain additional relevant information have been unsuccessful to date. The relationship of the death to vns is unknown.

Event description:
The death summary was received from the hospital. It was noted that the patient presented to the emergency department with a temperature of 104.6 degrees, thickened secretions, and shortness of breath. The patient was transferred to the pediatric intensive care unit for further assessment. The patient was placed on life support. Life support was decided to be withdrawn following discussions between the family and pulmonologist and ICU department. No autopsy was performed.

Event description:
Additional information was received via cdc national death index database and it was found that the cause of death was &#34;rett&#39;s syndrome and respiratory failure, unspecified.&#34;